Event description:
Plaintiff alleges suffering from a latex related illness and injury and sustained the following injuries, respiratory problems and anaphylactic reactions, related mental and emotional distress and will suffer substantial loss of earnigns and earning capacity. Plaintiff's husband alleges loss of consortium with his wife.